Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because a drawer was not detected on the communication bus. A field service engineer checked the firmware for the latest update and confirmed that the device has the current firmware. The row cable was reseated, and the drawer is now responsive. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.